Manufacturer narrative:
The insulin pump was received with slightly loose drive support disk. Testing of the insulin pump showed that it was functioning properly and passed all functional testing and no motor error alarms noted. The insulin p ump was received with cracked case at display window corners, reservoir tube, reservoir tube lip, lcd display window, battery tube threads and minor scratches on display window.

Event description:
It was reported that the customer had a motor alarm on his insulin pump. The customer's blood glucose level was 375 mg/dl. Insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.